Event description:
It was reported by the patient's wife that her husband had a promus stent implanted on (B)(6) 2012 in the proximal right coronary artery, and that 3 weeks after stent implant he started getting little red circles on his chest. On (B)(6), he went to the emergency room because the rash was spreading all over his stomach, back, chest and face, he said it burns and hurts on the sides. He was given a steroid pack. Patient is taking plavix and has an appointment with his cardiologist in (B)(6). A follow-up phone call with the patient's wife revealed that her husband's condition is getting better and the patient's physician has assured the patient that the reaction is not from the stent; however, the exact cause has not been pinpointed yet. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.